Manufacturer narrative:
(B)(4). Implante device remains.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The patient is a non user since 2012.